Manufacturer narrative:
(B)(4). UDI# (B)(4).

Event description:
It was reported that "when the balloon was implanted in the patient, according to the on-site doctor's description, the balloon did not work properly and the machine alarmed, the balloon was withdrawn and replaced with a new one, and the balloon worked normally". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Returned with the sample was the supplied 40cc inflation driveline tubing; no blood or abnormality was noted with the tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the helium pathway. No sheath was returned with the iabc. The customer also provided a photo for evaluation. The photo showed the iabp display, with waveforms, and an alarm message (the alarm message was in another language and the photo resolution was not clear). The reported complaint could not be confirmed by review of the photo. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested and a leak was immediately detected from the outer lumen. Under microscopic inspection, a leak site consistent with contact from a sharp object was noted on the outer lumen approximately 56.6cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab leak suspected is confirmed. During the investigation, the iab catheter was confirmed with a leak from the outer lumen. The outer lumen leak site identified was consistent with contact from a sharp object. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak from the outer lumen. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "when the balloon was implanted in the patient, according to the on-site doctor's description, the balloon did not work properly and the machine alarmed, the balloon was withdrawn and replaced with a new one, and the balloon worked normally". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".